Event description:
Customer started using her five month old pump two weeks ago and developed an infection. There was condensation in the tubing and bacteria grew, and she kept using the pump. Customer was hospitalized twice. Customer did not contact medela at that time. Currently, she is taking medication and is at home.

Manufacturer narrative:
The product was returned and evaluated. The gear box was found to be cracked. While the device was not to specification, no definitive conclusion regarding the cause of the reported event can be determined. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.